Manufacturer narrative:
D4 serial number = na.

Event description:
It was reported that during a lap nissen fundoplication, when taking the short gastrics, the surgeon cut into the inferior vena cava. Pt lost 5 liters of blood. Pt had gone into renal failure. Converted to open and blood transfusion needed.